Event description:
A patient claimed to have experienced swelling and shortness of breath after her prosthesis was relined with palapress vario. The patient is reported to have been tested allergic to bpo. It was reported during the first contact that the patient is currently doing well.

Manufacturer narrative:
The patient claims to have an allergy to benzoyl peroxide which is an ingredient in this material. Multiple attempts have been made to obtain further information and allergy testing regarding this incident and have been unsuccessful. No further information has been provided to date. It was reported during the first contact that the patient is currently doing well and they were searching for an alternative to our denture acrylic. The IFU states: "in case of known or suspected allergy to components of the product, its use is contraindicated. Do not use in case of known or suspected allergy against (meth)acrylate compounds or benzoyl peroxide. We will report this allegation out of an abundance of caution. This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.